Event description:
A cartridge alarm was reported with the pump during insulin delivery, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred. Technical support decided to replace the pump, and the customer reverted to using multiple daily injections (mdi) as a backup therapy.